Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 42 mg/dl at the time of the incident. The customer was at 269 mg/dl at the time of the call. The customer used dextrose to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The customer believes the pump was not working properly. Troubleshooting was not completed. The customer reported calibration not accepted and sensor signal not found alerts during the night. The customer reported getting a lot of alerts and a pump suspend. The customer also reported transmitter charging issues. The insulin pump will not be returned for analysis.